Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Per the information provided by the hospital, the broken piece was successfully retrieved from the patient.

Event description:
It was reported that during a da vinci si prostatectomy procedure, the tip of the monopolar curved scissors (mcs) instrument broke off and fell into the patient. The broken piece was retrieved and the surgical procedure was completed. No patient harm, adverse outcome or injury was reported.